Event description:
There was sudden equipment failure and could not use fluoroscopy or cine angiography. Following removal of the wire, there was evidence of maintained flow in the ramus coronary artery with no ECG changes (poor quality fluoro image, unable to save). This could not be restored on a timely manner and the intervention was aborted. Following the procedure, the sheath was sutured in place.